Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high." Cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on 2024-02-26. Data for the described event date of 2024-03-03 was reviewed. The last cartridge and infusion set change operations prior to the review date were on 2024-03-02 at 7:39pm. 5 instances of manual bg entries were made on the review date. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows the user experienced hyperglycemia throughout the afternoon of (B)(6) 2024 until cgm glucose returns to range at 9:36 pm. The user experienced approximately 30 minutes of mild hypoglycemia until cgm glucose returns to range at 12:41 am. After a period of cgm disconnection, cgm glucose goes below range again at 4:36 am (lowest cgm glucose of 43 mg/dl) and returns to range at 5:41 am. No evidence of ilet malfunction was found in the engineering log. The ilet appropriately triggered cgm glucose related alerts as well as cgm connectivity alerts. Once the ilet was able to reconnect to the cgm transmitter and receives low cgm glucose readings, the device no longer makes additional basal delivery requests for insulin. The ilet does not make a basal request again until 6:01am where cgm glucose is at least 120mg/dl and not decreasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report and device logs, the assignable cause of this hypoglycemic event is the use of exogenous insulin to correct hyperglycemia without disconnecting from the ilet.

Event description:
On 3/3/24 an ilet user reported they had a low blood glucose (bg) event overnight and into that morning. On 3/2/24 the user had called beta bionics customer care needing assistance in changing out their supplies (insulin cartridge, cartridge connector, and infusion set). The customer care agent assisted the user and insulin delivery was resumed. Later that same day the user called back due to experiencing high bg. The customer care agent troubleshot with the user and ultimately had them change their infusion site. Upon removal, the infusion set cannula was bent. At this time the user's cgm glucose was 311 mg/dl. The user was using the convatec inset (23", 6mm) infusion set. The user reported at around 7:00pm on (B)(6) 2024 they gave themselves a shot of about (B)(6) units of insulin. The user did not disconnect from the ilet after giving the insulin shot but stated they knew they should. The user performed a manual finger stick before bed and their bg was 140 mg/dl. The user's husband woke up around 4:40am on (B)(6) 2024 to the ilet alarm alerting the user of urgent low glucose. A finger stick bg check was done, and the user's bg was 40 mg/dl. The user was conscious, but extremely week and dizzy. The husband got the user a glass of orange juice and two glucose tabs. The husband decided to call emt as a precaution. The emts did not provide any treatment to the user, but suggested they eat peanut butter on bread.